Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The device had emitted beeping tones due to the out of range measurements. Anti-tachycardia pacing (atp) was successfully delivered a few weeks earlier and measurements were found to be stable in the 80 ohm range. Boston scientific technical services (ts) discussed continued monitoring. No adverse patient effects were reported.